Event description:
Customer reported a low ma message. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint.